Manufacturer narrative:
On august 14, 2023, mentor became aware the previously submitted report should have contained an updated date of explant ((B)(6), 2023). Relevant fields have been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 9, 2023, the mentor failure analysis lab received the device for evaluation. On august 11, 2023, mentor completed evaluation of the device. Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the sm mpps dv 425cc breast implant had a crease/fold on the posterior view. Leak testing was performed, according to mentor procedure, and it identified three (3) tears (tears a, b, and c) on the posterior view measuring 0.1 cm, 0.1 cm, and 0.1 cm, respectively. In addition, tear b was found within the crease/fold, and was identified an area of missing material, measuring approximately 0.1 x 0.1 cm on the posterior view. Microscopic examination was performed on the edges of tears a, c, and the missing material and parallel striations were found in the whole area of tears a and c. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The microscopic examination was performed on the edges of the missing material, and no parallel striations were found. Based on the information currently available, a visual evaluation of the missing material indicates that the implant could have been damaged by an instrument. The product insert data sheet cautions to not allow cautery devices or instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, drain trocar, cannulas, or scissors to contact the device during the implantation or other surgical procedures. Based on the information currently available, microscopic examination of tear a and c on the product indicates that the implant could have being damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. The evaluation determined that the cause of tear b is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2023, mentor completed evaluation of a returned photo of the device. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed deflated. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Section d6b, date of explant: (B)(6) 2023. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast augmentation with two 425cc mentor smooth round moderate plus profile saline breast prostheses and experienced bilateral deflations post-operatively. As a result, the patient underwent explantation on (B)(6) 2023. This report is for the left side device.